Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. A revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. Additional information received indicates that the patient also had sepsis and treated with intravenous antibiotics. No additional adverse patient effects were reported. The ra lead will not be returned as the explanted products were in the possession of the explanting hospital.